Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a localized melting tip of the main tube. The instrument was placed and driven on an in-house system where it passed the recognition, engagement, energy delivery, and electrical continuity tests. The instrument moved intuitively with a full range of motion in all directions and its grips opened and closed properly. The complaint was confirmed by failure analysis. The probable root cause is attributed to insulation degradation and carbonized tissue creating a conductive path.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had damage on the base of tip of the shaft. No fragments fell into the patient. The procedure was completed with no reported injury.

Manufacturer narrative:
The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
Refer to h11 for follow-up information.